Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patients blood glucose level had rose to over 600 mg/dl. The mother of the patient states that "daughter did not want to go to the hospital because of covid". The patient was not wearing a pod. The patient passed away the following day due to high blood glucose levels. No addition information was available as to this event.